Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred during a work order. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The flow sensor and circuit board was recommended to be replaced to address the reported issue.